Event description:
Patient stated that his pump was returning with an alarm. Blood glucose level was 222 mg/dl at time of the call. Patient stated that there was a crack in the pump from several years ago and also noticed that the drive support cap was sticking out. Patient stated that he pressed the cap piece at the bottom of the device in, and the insulin pump then began to work again. The patient was advised that the insulin pump was still broken and would need to be replaced, but patient stated that this would not be possible at this time due to insurance issues. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.